Event description:
Pt scheduled for bilateral open capsulectomies and implant exchange. Upon doing the surgery both implants were found to be leaking silicone. The implants were implanted by another surgeon other than the one doing the implant exchange 17 yrs earlier. During a recent mammogram the study showed what was thought to be ruptured implants especially on the right side. The MFR of the leaking implants was unknown to the pt and the present surgeon. Because the implants were ruptured at the time of the surgery, facility considers this to be a pt injury.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.